Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
It was reported by the perfusionist that one of their rental centrimag (cmag) consoles started alarming and "motor fail" message noted while pt was being supported. The rpm went to 0 and flow 0. Smoke then noted coming from the bottom of the console. Pt was in the operating room when this happened. Centrimag console and motor changed. Alarm issue resolved. The pt was not symptomatic. Cmag was rvad. The pt was noted to have heartmate ii lvad and iabp.